Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30911967l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a signal noise occurred on no. 2 electrode of the decanav. Timing was immediately after the decanav was inserted into the patient¿s body. Cable was replaced but the issue continued, and this issue was resolved by replacing decanav catheter to another new one. After that, the procedure was performed without any problems. Noise occurred in intracardiac only, both the carto 3 system and lab. The catheter was in the patient¿s body at the time of the noise. Micro pop occurred during ablation of right ventricular outflow tract - (rvot) procedure. After that cardiac tamponade was confirmed. After pericardial drainage was performed, blood pressure increased and the patient¿s condition improved. Progress was condition was stable. The physician's opinions on the relationship between the event and the product was that micro pop was present during ablation of rvot procedure. Therefore, suspected that was what caused it. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure, micro pop occurred during rvot ablation, this would be a cause of tamponade. Cardiac drainage was provided. Outcome of the adverse event was improved. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was pre: 1 sec, post:1 sec. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Controlled correctly. No error message was observed during the procedure. Cf vector was used. The visitag module was not used. Steam pop was not considered to be a device malfunction. Steam pop was an expected physiological phenomenon. The adverse event was assessed as MDR reportable. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The noise issue was assessed as non MDR reportable as the risk to the patient was low.